Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. Mdt rep reports pt was implanted two weeks ago and they are not able to get good coupling. Technical services (ts) reviewed they may need to wait 3 weeks before charging. Rep will try again in another week. Additional information from the rep indicated that there were no issues with device, therapy, or procedure. They stated that the device found but the patient had poor quality during recharge. They believe inflammation was causing the issue. They will try again in 1 week. The rep stated that they did multiple attempts to charge the ins, but there was still poor recharge quality. It was noted that the patient has an appointment in the next 3 weeks. The ins was implanted at the recommended depth. Additional information from the rep on 2022-10-20 indicated that they were currently on passive recharge screen. Highest number on screen reading 78 and wanted to know if that would provide enough charge to the ins. Technical services (tss) reviewed passive recharge screens and troubleshooting, they were able to get to the normal recharge screen (ins showed battery in the red). It then switched back to passive recharge. Tss reviewed to continue passive recharge and normal recharging. Rep mentioned that the battery "might be tilted" in the pocket and they thought issues 2 weeks ago might be related to "inflammation." Additional information was received from rep that the physician decided to replace the ins and send in for analyze. Patient (pt) was not able to charge device and it might be too deep. Additional information was received from rep. Patient weight was estimated to be 275 lbs. Rep provided the cause was the positioning of the battery in combination of patients overweight. It was poorly placed in pocket. Not flat and too deep. The device was sent back to manufacturer.